Manufacturer narrative:
The device evaluation found the following: due to wear of scope cover packing, water tightness is lost; air/water cylinder has no color; suction cylinder has no color; switch box has a dent; due to a cut on heat shrinking tube of forceps elevator lever, expected insulation capacity cannot be obtained; due to adhesive peeling on bending section cover or distal sheath rubber, insulation resistance value at distal end does not meet the standard value; light guide lens has a crack; connecting tube has a scratch; distal end is shaved; distal end has residual liquid; due to annual inspection, parts must be replaced; adhesive around objective lens has a crack; and inside of light guide lens has stain. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned the evis exera iii duodenovideoscope, for the annual inspection without reporting any issues. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the distal end had foreign material, and there was stain inside the lens guide lens. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. . Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to reprocessing could not be conducted properly by leakage due to leakage from s-cover. Additionally, the light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, resulting in humidity invaded lg-lens which led to corrosion. The events can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. The events can be detected by following the IFU sections: IFU states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.